Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently: every day between 3/16/2026 and 3/20/2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour occasionally - more than once per week, but not every day within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.